Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available.

Event description:
It was reported that during an acl reconstruction surgery, while pulling the graft into the femoral tunnel, when 20 mm graft was pulled into the femoral tunnel (whose length was 30mm), the white loop shortening suture was being pulled, it broke. The graft pulled down through the tibial tunnel. The surgeon used another rigidloop adjustable which was available in the set of implants available instead and only 10 min was wasted in the procedure. The surgeon did not raise any formal complaint, however wants to know the reason for the failure of the implant. Proper storage has been maintained for the implant. There was no mismatch of tunnel and the graft pulled in with ease. No sharp object was used with the loop and no damage was caused with any object to the loop. The implant could be retrieved with ease by putting a small nick on the skin on the femur.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. The complaint can be confirmed. Visual observation confirms that the (white) adjusting suture was broken. As there were no sharp objects used during the procedure, a possible root cause can be attributed to excessive tension applied during the procedure. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is not currently available.